Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. The usm was tested on an in-house system in normal mode and failed during startup with error 23118. The usm was also testing on a psc fixture test platform (pftp) where the cva characterization test failed. The original flex fiber cable (ffc) was reinstalled, and the failure returned. After a further investigation, the insertion cva ffc was found to be damaged. As a fix insertion, cva disk, ffc and pca will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error on arm 1 of the patient side cart psc, an investigation is in progress to determine the cause of this reported event. A field service engineer fse was dispatch on site to investigate the reported problem. The fse replaced the universal surgical manipulator usm to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical inc. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the customer informed the technical support engineer that the arm faulted multiple times on the system. They disabled the arm and proceeded with a three arm setup. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.